Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier for non-sustained right ventricular oversensing. Stored egm showed noise. Noise was not reproducible with isometrics and pocket manipulation. Programming changes were made. The patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.